Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atmospheres. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. It was further reported that the balloon was inflated once for 20 seconds.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured at 10 atmospheres. The device was simply pulled out and was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.